Manufacturer narrative:
Reports given claim the end-user was playing with some friends at school and reportedly was not paying attention to their proximity to a park bench. Reports claim the end-user drove into the bench at speed, hitting both of their legs into the seat section of the bench. Reports claim the caregivers attempted to pull the device and caregiver away from the bench, but the device allegedly continued to drive forward, spinning the drive wheels across the asphalt. Report claims this continued for a couple of minutes until the caregivers tripped the main breaker to cut power to the device. Reports indicated the end-user suffered fractures to both left and right tibia's, presumably from the initial impact. No reports or claims were made of the device having deviated or malfunctioned to have caused the end-user to lose control. Device was retrieved by service provider and quarantined at their facility until inspection could be performed by permobil representative. Inspection of the device shown normal wear and tear with some indications of impacts having occurred. Review of the system logs did not indicate any errors having occurred which may have attributed to the alleged continued drive command. Full operational testing was performed, with the device remaining fully functional and no mechanical or electrical issues being noted. Testing's of drive commands could not duplicate the allegation of continued drive after release of the joystick module. Permobil is unable to confirm the alleged reports of continued drive after the point of impact. No corrective actions can be taken as no product malfunctions were able to be confirmed. As an act of good faith, it was decided the joystick module be replaced with new and an addition of a remote power button be installed in the unlikely event of recurrence. The DHR was reviewed and device met specification prior to distribution.

Event description:
Received report claiming while end-user was driving the device in the school yard, they inadvertently drove the device into a bench. Reports allege the drive wheels continued to spin even though the joystick control was not being physically engaged. End-user reportedly suffered injuries to both legs requiring medical intervention.